Event description:
It was reported that during a follow-up in-clinic, the device was found to be in backup vvi mode with no backup defibrillation operation (bdfo). A device restoration was performed. The patient was in stable condition with no adverse health consequences.